Event description:
It was reported that the screen of novum iq large volume pump (lvp) was flickering. The process step during which this issue occurred was unknown and it was not reported if the patient was connected for therapy during the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, d10, h6, and h11: b5: ampicillin was infusing. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.